Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection determined that there was no physical external damage to the device.during the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. When the cmems was powered on, the system was able to start up and send readings successfully. The device and cables were move around to reproduce the reported event that power shuts off intermittently and no issues were observed. No physical external damage to any of the power cords or cables. No error messages were observed. As received, the unit could start up and send readings with no issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable could not be confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.